Event description:
This initial spontaneous report originating from united states, was received from a physician, referring to a female patient of an unknown age. The patient's concurrent condition included anemia. This report concerns 1 patient and 1 device. On 28-apr-2022, the patient had a dilatation, curettage, and evacuation (dc and e) and termination. On the same day, after one to six hours after delivery, the patient had postpartum hemorrhage (pph). It was reported that prior to vacuum-induced hemorrhage control system (jada system) use, the patient received unknown doses of methylergometrine maleate (methergine), tranexamic acid (txa) and oxytocin citrate (pitocin). The patient's blood loss prior to vacuum-induced hemorrhage control system (jada system) use reported as 3 liters (l), which was severe pph. Vacuum-induced hemorrhage control system (jada system) was inserted on the same day, vaginally for severe pph. It was not known how long vacuum-induced hemorrhage control system (jada system) was in place for. The total blood evacuated with vacuum-induced hemorrhage control system (jada system) was reported as greater than 400 cubic centimeters (cc). Vacuum-induced hemorrhage control system (jada system) did not control the pph bleeding (device ineffective), and the patient was taken to interventional radiology (ir) for a bilateral uterine artery embolization (buae). The event caused prolongation of hospitalization. It was reported that the vacuum-induced hemorrhage control system (jada system) device was inserted when the uterotonics failed to treat severe pph. The vacuum-induced hemorrhage control system (jada system) was not available for evaluation as it was discarded. For vacuum-induced hemorrhage control system (jada system), lot number and serial number were not available. The event device ineffective was considered as serious as an intervention was required. Medical device reporting criteria: serious injury. (B)(4).

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.